Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by inspecting the dispense cup holder and found it was misaligned. Fse performed multiple cup transfer tests using the analyzer and the issue was manually verified at position 6 and 1. The dispense lane cup holder was subsequently reoriented to correct the misalignment. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number: (B)(6) from 10nov2023 through aware date 10dec2024. There were no similar complaints identified during the search period including this case. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4153) c. Trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due misaligned dispense lane cup holder.

Event description:
A customer reported error message ¿4153 c. Trans-z home overrun¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.